Manufacturer narrative:
Method: risk assessment. Results: the device was not received back for evaluation. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the probable root cause for the reported event is not determined.

Event description:
It is reported that; patient had hard bone. Doctor indicated that after using punch awl and fixed awl the self tapping screw was too dull to advance in the bone. Used other product (not a styrker product) to complete the surgery.

Event description:
It is reported that; patient had hard bone. Doctor indicated that after using punch awl and fixed awl the self tapping screw was too dull to advance in the bone. Used other product (not a styrker product) to complete the surgery.